Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported a left side "pain and swelling", seroma ("fluid" present) and capsular contracture baker grade IV. Patient reported additional event of rupture. Device has been explanted.

Event description:
Patient reported a left side "pain and swelling", seroma ("fluid" present) and capsular contracture baker grade IV. Patient reported additional event of rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ edema-breast: unable to observe since it is not related to the device. ¿ capsular contracture- breast: unable to observe since it is not related to the device. ¿ seroma-breast: unable to observe since it is not related to the device. ¿ pain-breast: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure- breast: unable to observe since it is not related to the device. ¿ depression-breast: unable to observe since it is not related to the device. ¿ crease/ folding of implant- breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported a left side "pain and swelling", seroma ("fluid" present) and capsular contracture baker grade IV. Patient reported additional event of rupture. Device has been explanted.